Event description:
An altitude alarm was declared on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to remove the obstruction from the speaker holes, clean them, and wait up to five minutes after reconnecting the cartridge to resume insulin delivery. When this did not resolve the issue, the customer was instructed to load a new cartridge, but the alarm recurred. Finally, technical support advised waiting two hours for any additional moisture to evaporate, and they planned a follow-up.